Event description:
It was reported that there was high and variable pacing impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 419588 implantable pacing lead, (B)(6) 2008; 5076-52 implantable pacing lead, (B)(4) 2008. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, that there was a lead impedance out of range alert, that impedance trend on the rv (right ventricular) pacing lead was variable, and that there was oversensing due to non-physiologic signals/sic (sensing integrity counter).